Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the pump. Refer to section h.10 for the related report number.

Event description:
The complainant reported that a patient implanted with an impella 5.5 encountered an automated impella controller error alert. The error resolved without intervention. The impella support continued.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.